Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative via (B)(4) reported that an ar-12990 knee scorpion had a jammed needle in the canal where you insert the disposable needle, and one needle had broken off in the tip previously. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d4, h3, h6.

Event description:
The second needle used was the ar-12990n knee scorpion needle from lot 15104166. The needle became stuck in the knee scorpion; only the tip was stuck in the instrument's shaft, and the rest of the needle could come out. No pieces went inside the patient. The case was completed using a shoulder scorpion. No case delay was reported, nor was anesthesia added to the patient. This occurred during a meniscus root repair procedure on (B)(6) 2024. Additional information was received on 01/31/2025: the first needle used that was broken off at the tip was ar-12990n knee scorpion needle from lot 15235851. The first needle did not break inside the patient, and all fragments were removed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.